Event description:
It was reported that the system was explanted due to erosion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Medical devices: 1056t, (B)(4). Device evaluation anticipated but not yet begun.

Manufacturer narrative:
External insulation abrasion was found at 12.4-12.5cm from the connector pin, consistent with lead friction to the ICD can. Internal insulation abrasion was found at 6.9-8.1cm from the distal tip. The etfe coating was intact at these locations.